Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise. The noise was reproducible with arm movements and pocket manipulation. Decreasing the ventricular sensitivity would be considered.